Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 4.00x28mm promus premier drug-eluting stent was advanced through a guidezilla guide extension catheter to treat the target lesion. However, it was noted that the stent was not delivered properly so the physician decided to pull the stent back and it was further noted that the guidezilla dislodged the stent off from the balloon. The guidezilla and the stent were removed from the patient's body with no patient harm and the procedure was completed with another 4.00x28mm promus drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Device analysis revealed that there were stent struts on the distal end of the stent that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage on the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 4.00x28mm promus premier drug-eluting stent was advanced through a guidezilla guide extension catheter to treat the target lesion. However, it was noted that the stent was not delivered properly so the physician decided to pull the stent back and it was further noted that the guidezilla dislodged the stent off from the balloon. The guidezilla and the stent were removed from the patient's body with no patient harm and the procedure was completed with another 4.00x28mm promus drug-eluting stent. No patient complications were reported and the patient's status was stable.